Event description:
A report was received per social media that after the patients implant procedure the patient was diagnosed with (B)(6). The patient's incisions and equipment were infected. The patient underwent an explant procedure. No further information could be obtained.